Event description:
The anterior cut to place the femoral implant was performed with a cut block of, which the placement was guided by the device. A notch of 2-3mm in the anterior cut for the femur was noticed during surgery after the cut was performed.

Manufacturer narrative:
A review of the internal documentation and an eval of the returned device did not show an anomaly or deviation. A cause for this specific clinical event cannot be ascertained from the info provided. Should add'l info become available and/or the device be returned for eval and an investigation result be available that changes this assessment, an amended medical device report will be filed.